Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised on an unknown date due to loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2007. Subsequently, loosening of the acetabular component was noted on an unknown date. No revision procedure has been reported.

Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised on an unknown date due to loosening.